Event description:
Received 5 shots. Suffered various side effects. Vomiting, urine was orange, creatinine clearance went to 3, didn't alleviate pain in knee, runny nose, rash, etc. A pt experienced an increase in creatine to 3.5 (baseline 1.0), fluid retention, itchy hives, runny nose and knee pain possibly due to hyalgan. The 5 injection series was initiated in 2002 for osteoarthritis and completed one month later. The itchy hives occurred about a week after the last injection in 1/2003 and pt was treated with chlor-trimeton (chlorpheniramine), which didn't help. However, pt was recovering at the time of this report. The increase in serum creatinine and fluid retention occurred about a month after the last injection of hyalgan. Pt did not know the status of the elevated serum creatinine, but the fluid retention improved. The runny nose occurred after each injection and would resolve prior to the next injection. The knee pain improved after a hydrocortisone injection. Medical history includes seasonal allergies and itchy rashes after taking cardizem (diltiazem), lasix (furosemide) and opiates. The lot numbers were unknown. Follow-up info was requested and will be provided when available. The pt noted that the problems they had with the first series of injections were grossly exacerbated after the second series. They almost went into kidney shutdown. Presently, pt is being treated to reduce the 12 pound water weight gain. They were placed on a salt-free, reduced fluid intake to stop the fluid retention. They also started taking demadex (torasemide) and zaroxolyn (metolazone) to control the fluid retention. The blisters on their forehead and neck have gone away. But have left a darker area of skin on their forehead. Creatinine level at present is 2.0 versus 3.5 when their urine was a deep orange. Pt still complains of respiratory difficulties. Pt had previously reported asthma as part of their medical history and is taking advair (fluticasone+salmeterol), allegra (fexofenadine) and rhinocort (budesonide) nasal spray as treatment. Blood sugar is back to 80 to 120. The pt also sent a body diagram showing the events they experienced during the first and second series of 5 injections. In the 2002 body diagram, they wrote severe itching over entire face, pain in the liver, pain in pancreas, shortness of breath and diagnosed with asthma and reduced kidney function with fluid retention of 40 pounds. In the next diagram, they indicated urine turned orange and foul smelling, forehead and back blisters, asthma attacks, kidney pain, blood creatinine 1.5 to over 3.5 with fluid retention, and pancreatic and liver pains. In both diagrams, pt reported increased blood sugar and that there was absolutely no relief from pain with hyalgan injections. Corrective treatment: demadex (torasemide), zaroxolyn (metolazone), salt-free diet, reduced fluid intake for fluid retention; chlorpheniramine for the rash; hydrocortisone injection into knee; advair (fluticasone+salmeterol), allegra (fexofendine), and rhinocort (budesonide) nasal spray 32mcg 2 puffs each nostril for respiratory difficulties.

Event description:
Add'l info rec'd from importer 7/9/03: add'l info was received via fax from the primary care physician on 01 jul 2003. A clinic note dated 10 march 2003 was provided and showed that the pt had renal failure where creatinine went up to 2.8. A 24 hour creatinine went up to 2.8. A 24 hour creatinine and clearance was scheduled. It was noted that pt was dehydrated and vomiting at the time. Bipedal edema of 1-2 plus grade was also reported. The reporting physician wanted to verify that the pt was not going into kidney failure (as reported). The clinic note indicated that the pt had been given "synvisc" therapy for their knees after which they thought they had a reaction to it. Clarification was requested on whether the pt actually received synvisc or hyalgan as initially reported. Add'l info was received via phone on 02 jul 2003. Personnel from the orthopedic surgeon's office clarified that the pt received hyalgan (sodium hyaluronate) both times and not synvisc (hyalgan gf20) with the first series of hyalgan therapy having been received in 2002 and not in dec 2001 to jan 2002. The second series was received in 2002 to 2003. Pt had no other info concerning the renal failure or when the other reported events actually occurred.